Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product and missing information. The nail was classified to be the primary product. No associated products were reported. An investigation of the nail was not possible because it is not available. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution; therefore a manufacturing related issue in matters of the nail material and dimensions can be excluded. A medical expert evaluated the available information; according to him the adverse effects are realistic in case the nail will be inserted without the reported instruments. Why the surgeon performed the surgery without the instruments is unknown; the medical expert would have favored an un-reamed nail insertion. A more precise medical evaluation was not possible due to missing information. The distribution side reported that the used instrument tray with missing components was prepared by the distribution site; therefore they have initiated a nc. No discrepancies were detected during risk analysis review. No manufacturer related non-conformity identified. Device is not available.

Event description:
Surgeon reported that he performed surgery of multi fragmental breakage of arm bone on (B)(6) 2014 using s2 tibia nail system. The following instruments are missing: targeting device for frontal locking screw, guide wires (with and without ball tip), sheath for exchange of guide wires, flexible reamers for reaming medullary canal, cannulas-targeting devices. As per the customer, this caused intra and post operative complications and technical difficulties. Surgeon clarified that implanted device was humeral nail. Additional information received by the surgeon, confirmed that the surgery time was extended by nearly 3 hours, which resulted in increased lost of blood, which required blood transfusion - blood cells concentrate. The patient has not regained radial nerve function and no bone consolidation was achieved (8 weeks post-op).

Event description:
Surgeon reported that he performed surgery of multi fragmental breakage of arm bone on (B)(6) 2014 using s2 tibia nail system. The following instruments are missing: targeting device for frontal locking screw, guide wires (with and without ball tip), sheath for exchange of guide wires, flexible reamers for reaming medullary canal, cannulas-targeting devices. As per the customer, this caused intra and post operative complications and technical difficulties. Surgeon clarified that implanted device was humeral nail. Additional information received by the surgeon, confirmed that the surgery time was extended by nearly 3 hours, which resulted in increased lost of blood, which required blood transfusion - blood cells concentrate. The patient has not regained radial nerve function and no bone consolidation was achieved (8 weeks post-op).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.